Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the customer was not performing the air removal technique and overfilled the cartridge. Customer¿s blood glucose was 264 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.